Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the reservoir was occluded. Customer stated have been receiving multiple motor error alarm and she thinks it was due to the reservoir. Customer able to prime but thinks that reservoir gets stuck when delivering bolus. Customer's blood glucose was 10.3 mmol/l. No further information provided.